Event description:
It was reported that when the patient tried to charge the battery he would get 0 boxes shaded. He had been screwing with the machine for 3 days. It was noted that he was in the hospital for two weeks for surgery, but it was not related to the implant. Troubleshooting was limited and the patient wanted to speak with a manufacturing representative (rep). It was later reported that the patient would go to the doctor¿s office if he needed an injection, but they had not seen him in a while. It was noted that this doctor was not the implanting doctor and did not manage the device. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 97791, lot# n358259, implanted: (B)(6) 2013, product type; accessory. Product ID: 39565-65, serial# (B)(4) implanted: (B)(6) 2013, product type: lead. (B)(4).